Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device fluid loss cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was attempted to be pumped up and did not work. A surgical procedure was performed and when the pump was exposed it was noticed that the component did not have fluid. A replacement of the whole system was performed to address the problem. After the procedure, it was observed that both cylinders presented holes from where the fluid leaked. There were no patient complications.